Manufacturer narrative:
Device alarmed failed battery test after battery insertion due to faulty battery tube. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and the excessive no delivery test or test the operating currents, low battery alarm, off no power alarm and low reservoir alarm due to failed battery test alarm. Device had cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she had been having high blood glucose. Customer's blood glucose was over 500 mg/dl. Customer's blood glucose dropped to 38 mg/dl after she gave herself a bolus. Customer's blood glucose at time of call was 415 mg/dl. Customer reported there were cracks on the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.